Event description:
Customer reported receiving inaccurate erratic readings on their precision qid blood glucose monitor. In blood glucose tests, customer received readings of 490 mg/dl, and 222 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.